Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. Spoke to rep: the surgeon reported that the patient somehow 'flipped' their patella. While repositioning the patella, the surgeon decided to exchange a 5x12 cr scorpio insert for a 5x15 cr insert.